Event description:
(B)(4). I had essure implanted (B)(6) 2012. I have had multiple issues, but no doctor contributes to essure. In fact, I really believe a lot of my issues were due to age (I am (B)(6)) and also I had gastric bypass surgery prior to essure. Anyway, my periods were very regular for the years post op, but did lean toward the heavier side. But nothing I could not handle. Out of nowhere, this last period lasted for 2 weeks, very heavy and painful. I went to the doctor and she ordered an ultrasound which showed a complex ovarian cyst on an ovary and also polyps inside the uterus. Due to the bleeding and thickness of the wall, they could not see for sure, so they recommended I take lysteda for a few days, which did stop the bleeding, then go on progesterone for 5 days to induce another period to correct my cycle then at the next period in august or so, on the 5th to 9th day of that period come in for another ultrasound because my wall will be thinned out. Well, I finished my progesterone last week and had a period that was painful and heavy again so I called them today (three days of clotted period) and they said to take the lysteda again and they want to schedule a d+c to examine everything further and scrape my uterine walls. I really do like my practice and trust them. So I am not nay saying their credibility. Ugh. Another major issue I have had which has recently gotten worse over the years is joint pain, especially in my hands. I was tested for ra and thought it was a vitamin d deficiency, but it was corrected and the stiffness in my joints have been progressive and I am seeing a rheumatologist in august. They can't figure out why.